Event description:
A report was rec'd that a pt's paddle lead was exhibiting high impedances, which was causing the pt to receive inadequate pain coverage. The pt underwent a revision procedure, and the lead was replaced. The pt is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted device was not returned to bsn for analysis as it was discarded by the medical facility.